Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the new users were unable to log into enterprise server (es) version 1.11. A field service engineer (fse) manually reimaged the device to version 1.11. The process completed without errors, and the device was confirmed to be accessible, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had an issue where the new users were unable to log into enterprise server (es) version 1.11 post server migration. There were no delay and adverse events or injuries reported based on this event.